Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a fall. Subsequently, there was an issue with the patient's stimulation; the stimulation "zaps" the patient when they are on their back. The patient was directed to see a local healthcare provider. Additional information was requested.